Manufacturer narrative:
(B)(4).

Event description:
It was reported that during normal device implant, fluid was noted under the outer insulation proximal to the pin of the lead. The lead had rotated, causing the insulation to lift and create a small opening. There were no electrical anomalies. The lead was repaired with a repair kit and was left implanted in the patient. The patient tolerated the procedure well and will be followed normally.